Event description:
It was reported that the sheath leaked from the valve during pre-mapping. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a faradrive sheath was used. During the pre-map using a non-boston scientific mapping catheter the valve leaked in a continuous drip, but it did not leak during ablation with the farawave catheter inserted in it. The sheath was used to complete the procedure despite the issue. No patient complications were reported. The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. The faradrive steerable sheath was leak tested and did not pass leak tests. Microscopic inspection of the hemostatic valve identified the inner valve was not sealing properly, likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific. Microscopic inspection also revealed a tear in the hemostatic valve near the center slit separate from the previously noted deformation. The reported clinical observations were confirmed by the analysis results.

Event description:
It was reported that the sheath leaked from the valve during pre-mapping. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a faradrive sheath was used. During the pre-map using a non-boston scientific mapping catheter the valve leaked in a continuous drip, but it did not leak during ablation with the farawave catheter inserted in it. The sheath was used to complete the procedure despite the issue. No patient complications were reported. The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.